Event description:
Additional information was received that technical support was contacted and confirmed episodes of oversensing resulting on loss of capture. The device was reprogrammed successfully. The patient was stable.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, inadequate capture thresholds were noted on the device. No intervention was performed at this time. The patient was stable.